Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.

Manufacturer narrative:
Additional information received noted the best estimate date of event. In addition, information obtained revealed the patient expired; therefore, the following sections were updated accordingly: date of death.this is one of two device reports that are associated with this event; associated manufacturer report numbers: 1225714-2014-14482 and 1225714-2014-14483.additional information has been requested and will be submitted upon receipt accordingly.the hardcopy 3500a form MFR report # 1225714-2014-14482 follow-up # 001 was timely submitted on 02/12/2016 to the office of center for devices and radiological health, stamped 02/12/2016, and returned to fresenius medical care with a cover letter dated 02/17/2016 stating the paper MDR submission was not accepted. This report is being resubmitted electronically per 21 cfr part 803.56.

Manufacturer narrative:
Clarification of manufacturer report number 1225714-2014-14482 follow-up # 001: the additional information received and reported in 1225714-2014-14482 follow-up # 001 alleged that the previously noted cardiovascular event occurred five days later than initially reported; the patient subsequently expired after an unspecified amount of time elapsed. Outcome attributed to the event has been updated to omit a date value accordingly. Corrected information: the previously omitted date value for follow-up # 001 date received by manufacture is 02/04/2016. Corrected information: the corrected date value for follow-up # 001 date of this report is (B)(6) 2016. This is one of two device reports that are associated with this event; associated manufacturer report numbers: 1225714-2014-14482 and 1225714-2014-14483. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
This MDR will be drafted via esubmitter and submitted via the webtrader tool. This record submitted here has been created for trending purposes and does not reflect the actual submission.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2012 and subsequently expired after the use of the product.